Event description:
Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011 to follow up on an unrelated event. He stated that he had also had a system error 2240 on (B)(6) 2011 that he had not called in to baxter. He started over with new supplies in order to complete therapy. He did not notice anything unusual about his supplies and did not see any air in the lines. Therapy has been going well since, and there were no adverse effects reported in relation to this incident. Bps contacted the registered nurse on (B)(6) 2011. She stated that she had spoken with the patient this morning and that he had mentioned the alarm. She stated that there were no adverse effects related to this incident, and that the patient was continuing his therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.